Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following the plant's evaluation.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was filling slowly. The patient removed the cassette after treatment and noticed fluid leaking from a pin-sized hole in the cassette. The patient was advised to contact his pd nurse. During follow up, the patient reported there were no serious injuries or complications. The patient's effluent remained clear. He was not prescribed any antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.